Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use with evidence of blood were observed on the device handle and the tool jaws. Charred tissues were evident on the heater wire and at the base of the jaws. The heater wire was observed to be bent and flexed away and detached from the tip but remained attached at the base. Microscopic inspection showed the silicone insulation on the cold jaw to be peeled but without detachment. Based on the returned condition of the device and the results of the evaluation, the reported failure "bent jaw" was not confirmed. The analyzed failure "material twisted bent; wire" and the analyzed failure "peeled" were both confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro tip of jaws broke but did not break inside of patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro tip of jaws broke but did not break inside of patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.